Manufacturer narrative:
A4 is unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After support was initiated, the patient was transferred to the surgical intensive care unit reportedly due to the patient¿s coagulopathy issues. After the transfer was completed, the patient was noted to have bleeding at the impella access site. The patient¿s hemoglobin and hematocrit dropped multiple times overnight and the patient was transfused with blood products. It was noted that the decision was made to explant the impella cp due to the bleeding around the repositioning sheath and introducer hub valve. Hemostasis was noted to be achieved after the impella was removed. It was noted that the patient¿s outcome at explant was expired. Additional clinical details, including perioperative course, contributing factors, and cause of death, were unavailable at the time of reporting.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Asae/ major bleed: bleeding occurred at the impella cp access site, patient has coagulopathy issue, resulting in multiple hemoglobin drops and transfusions. Hemostasis was achieved after device removal. The cause of the access site adverse event was patient-related due to coagulopathy. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.